Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was involved in a patient incident during a resectoscopy. No information was provided regarding any accessory used in the procedure or the settings of the equipment employed. Per the report, a 10 cm2 burn/necrosis (pink colored with blisters) was found on the patient's cervix, vagina, and left buttock. As a result of the event, wound treatment was applied to the affected area.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The esu was/is within specifications, and all features were/are functioning properly. Additionally, no anomalies were found in the device history record (DHR) of the involved generator. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Due to the limited information provided involving the event, no determination could be made as to the cause(s) of the burn to the patient. Erbe USA, inc. Is now closing the file on this event.